Event description:
PICC (peripherally inserted central catheter) dressing needed to be changed due to side of dressing lifted. Underneath dressing found to be leaking of tpn (total parenteral nutrition) and lipids through pinhole opening just below the butterfly wings. PICC removed per md order and tagged. PICC line removed, no further orders. Lot # 22a021d. Severity of event: event reached patient, monitor to confirm for harm.